Event description:
Senseonics was made aware of an incident where user reported a discrepancy between sensor glucose and blood glucose readings. Event happened on (B)(6) 2025. According to the user, she received low glucose alerts from her system, but her bg readings did not confirm a low. During a hospital visit for further evaluation, a bg test showed a reading of 400 mg/dl, while the system displayed an sg of 95 mg/dl. Neither the doctor nor nurse could explain the discrepancy and advised the user to contact support. At the time of the call, the user was feeling fine. The event was related to diabetes, therefore the following example set was provided: (B)(6) 2025 - around 3:30 pm cst- sg: 95 mg/dl - bg: 400 mg/dl after dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 3:41 pm cst - sg: 94 mg/dl - bg: no bg entered in the system after dms review, we confirmed that the user didn't receive a high or low glucose alert at the time of the event because the sg never went past the alert levels.the user didn't receive treatment at the hospital. The user wasn't prescribed medication.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a discrepancy between sensor glucose (sg) and blood glucose (bg) readings on (B)(6) 2025. The user stated that around 10:00 am, the sg displayed a value of 65 mg/dl while a fingerstick bg measurement was 145 mg/dl, which the user described as a false hypoglycemia event. Due to concern regarding the discrepancy, the user scheduled a clinic visit. The user reported that at approximately 3:30 pm, a bg measurement taken at the clinic was 400 mg/dl, while the sg was 95 mg/dl. Review of the data management system (dms) indicated that the system was not in use on (B)(6) 2025, between 11:30 pm and 12:46 pm. Dms review further showed that on (B)(6) 2025, at 3:41 pm, the sg was 94 mg/dl, and no bg value was entered at that time. Because the system was not in use at the time of the reported event, the user did not receive a low glucose alert. The user reported that water was provided at the clinic. The user did not visit the hospital. The user's healthcare provider (hcp) was aware of the event. Based on the initial escalation analysis, an RMA was authorized for the return of both the sensor and transmitter for further investigation due to system performance. The sensor was returned for further investigation, and upon receipt, a visual inspection showed no anomalies on the sensor. A review of the raw sensor data showed transient optical instability in all 4 sensing areas, however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The observed instability is potentially related to the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.